Event description:
User received high troponin t results for two patient samples. Sample type is plasma collected in pst gel lithium heparin tubes. Sample 1, initial result run from primary tube gave 1.08 ng/ml and was accompanied by a data flag. The sample was repeated twice giving < 0.010 ng/ml and accompanied by < test data flag both times. The reported result was < 0.010 ng/ml which was considered correct. Sample 2, (female, (B) (6), (B) (6)). On (B) (6) 2010 initial result run from primary tube gave 0.130 ng/ml accomapanied by a data flag. The sample was repeated twice giving < 0.010 ng/ml and accompanied by < test data flags both times. The reported result was < 0.010 ng/ml which was considered correct. Troponin t reagent lot number - 15563801. Patients were not adversely affected. User refused service dispatch as directed by the laboratory director, but wanted problem documented. User explained that there are concerns the pst tubes used may be the cause of the problem, as the issue is not seen with serum samples. The lab is currently performing internal studies. User added their current lab protocol is to recheck samples above the normal baseline result. Calibration and controls are performed after an event in which an erroneous result occurs. Then, a comparision study of five previous samples is performed with a sister facility. User did not provide data from comparision studies run for the (B) (6) 2010 and (B) (6) 2010 events.

Manufacturer narrative:
Calibration and control recovery did not indicate an issue. Investigation of the information provided indicated pre-analytics with centrifugation speed too high and time too low and/or handling of plasma samples as the most likely root-cause of the issue. The patients were not affected by the high results since these results were not reported outside the lab.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
During surgery while in cut mode, the unit self-activated. Surgeon was performing an arthroscopic surgery using an arthrex hand piece. Pencil was inside pt at the time when the unit activated - pt was not injured.